Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer's blood glucose level was 540 mg/dl with ketones. Customer addressed the elevated bg by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.